Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. Patient was advised to contact clinic. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).